Event description:
A high reading issue was reported with the adc device. The customer obtained sensor scan 'hi (readings greater than 500 mg/dl) compared to readings of 32 mg/dl, 27 mg/dl, and 38 mg/dl obtained on the built-in meter, the results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant. The customer became hypoglycemic with symptoms described as weakness, cold sweats, aphasia, and had contact with a healthcare professional. A blood glucose result of "20-30 mg/dl" was obtained on a healthcare meter and customer received oral glucose solution for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A high reading issue was reported with the adc device. The customer obtained sensor scan 'hi (readings greater than 500 mg/dl) compared to readings of 32 mg/dl, 27 mg/dl, and 38 mg/dl obtained on the built-in meter, the results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant. The customer became hypoglycemic with symptoms described as weakness, cold sweats, aphasia, and had contact with a healthcare professional. A blood glucose result of "20-30 mg/dl" was obtained on a healthcare meter and customer received oral glucose solution for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.